Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-aug-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported in the complaint regarding the stent being automatically released was confirmed. Per the visual inspection, it was noted that the stent component was already detached from the delivery system. Based on this observation, the issue regarding the stent being impeded in the distal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9518153. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the first 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9518153) was impeded in the proximal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31509779) and could not advance further. The physician retracted the stent and replaced it with a second 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9550017) to continue to be delivered. The second stent encountered the same issue as the first stent. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no negative impact on the patient and no delay in the procedure. On 07-aug-2025, additional information was received. The information indicated that an adequate continuous flush was maintained through the microcatheter. The first stent from lot 9518153 cannot be pushed and when it was withdrawn, ¿the stent was not attached to the [delivery wire].¿ the second stent from lot 9550017, had the same issue, it cannot be pushed and when it was withdrawn, ¿the stent was not attached to the [delivery wire].¿ there was no damage noted on the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). On 11-aug-2025, clarification to the additional information that was received on 07-aug-2025 was received. The clarifying information confirmed that the procedure was targeting an aneurysm at the c5-c6 segments of the internal carotid artery (ica). The additional information confirmed that the first stent from lot 9518153 did prematurely detached when the physician removed it from the patient. The second stent from lot 9550017 also became prematurely detached; this second stent cannot be advanced, and when it was being withdrawn, it became prematurely detached. The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure. Based on the additional information received on 07-aug-2025, the stent became prematurely detached from the delivery wire when it was being retracted. The event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9518153. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.